Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. No damages were observed on the outer packaging. The jar safety seal was broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. Gasket remnants were present on the rim of the jar. Crystallized, dried glutaraldehyde were present along the threads of the jar. Loose pieces of gasket were noted on the rim and/or outside of the jar. White particulates were present in the jar. The gasket showed pits in the rubber consistent with gasket material found along the jar rim. Loose pieces of gasket were noted inside of the lid. The temperature indicator was not activated. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nurse experienced difficulty opening the transcatheter aortic valve (evfxplus-29) container. Upon opening the lid, a white adhesive layer was observed on the container, but no particles were present inside the jar. A new valve of the same model (evfxplus-29) was subsequently used without any issues.